Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. The ICD was explanted.